Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the pacemaker exhibited increase of capture threshold of the atrial channel. No change or intervention was reported. The patient was in stable condition.